Event description:
It was reported that the jaws of the attachment that retain the blade broke off during a procedure. The patient was given an x-ray which confirmed no fragments remained. There were no other patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not received by manufacturer.

Event description:
It was reported that the jaws of the attachment that retain the blade broke off during a procedure. The patient was given an x-ray which confirmed no fragments remained. There were no other patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not received.